Event description:
The customer tested his blood on the contour next ez and received readings that were 40-100mg/dl higher than on a different meter. Specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.product was not replaced.